Event description:
It was reported that the burr was stuck with the rotawire and foreign matter was noted on the burr. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 2.00mm peripheral rotalink plus and a rotawire were selected for use. During the procedure, a pecking motion was used in advancing the burr; however, on the second pass, a constant bogging down noise on the advancer was heard and the burr was running very slow. Subsequently, the burr got stuck on the wire and could not be removed. When the device was pulled out altogether from the patient's body, they noticed a thin plastic that was wrapped around the burr and slightly around the shaft near the burr. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at 105cm from the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be fully inserted due to the kink in the rotawire.

Event description:
It was reported that the burr was stuck with the rotawire and foreign matter was noted on the burr. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 2.00mm peripheral rotalink plus and a rotawire were selected for use. During the procedure, a pecking motion was used in advancing the burr; however, on the second pass, a constant bogging down noise on the advancer was heard and the burr was running very slow. Subsequently, the burr got stuck on the wire and could not be removed. When the device was pulled out altogether from the patient's body, they noticed a thin plastic that was wrapped around the burr and slightly around the shaft near the burr. The procedure was completed with a different device. No patient complications were reported.